Event description:
Device issue: detachment of device component shaft. Time of device issue: during the procedure. Adverse event: none. It was reported that the xience v stent delivery system (sds) was advanced, but got stuck before the lesion and it would not cross. The shaft became kinked during the attempt to cross. The xience v sds was removed and a promus sds was used. The promus sds could not be advanced through the guiding catheter and upon removal, the shaft of the sds detached. No add'l event or pt info is available. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device has be received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A f/u report will be submitted with all add'l relevant info.